Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that noise was observed. Imaging revealed the lead had perforated the rv apex. Lead was explanted and replaced. No further intervention was necessary to treat the perforation. Patient condition was good.